Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a black screen during a bolus attempt. The blood glucose reading was 10.2 mmol/l. The customer declined a replacement battery cap and requested that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
The pump powered up properly. No fading blank display anomalies were noted. All operating currents were within specification. The pump passed the self test and displacement test. No cosmetic damage was noted.